Manufacturer narrative:
(B)(4). The analysis found that one sc60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device loading a gold cartridge was locked out at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.